Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recalibrated, preventative maintenance was performed and the device was returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately displayed an "o2 valve fault 3011" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.